Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their dentist advised them to immediately stop treatment. A letter of recommendation was provided. The dentist states that the byte aligner treatment will not work without professional clinical supervision and no aligner attachments. Patient advised to see a professional dentist/ortho for in-office treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.